Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported, a right side exchange from textured to smooth breast implants, due to the patient¿s concern with the product. And later, also reported, "nausea, headache, fatigue, swelling lymph nodes, brain fog and heart palpitations". Healthcare professional, later reported, an implant exchange, due to the patient's concern with the product. The events of "nausea, headache, fatigue, brain fog and heart palpitations" are considered not device related. The device remains implanted.